Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2004 patient presented due to lower back pain, (B)(6) 2004 patient presented due to lower back pain, left knee pain, (B)(6) 2005 patient presented for general checkup and for med. Refill. On (B)(6) 2005 patient presented for a follow-up for med. Refill due to knee pain. On (B)(6) 2005, (B)(6) 2006, (B)(6) 2008, patient presented for a follow up visit due to disogenic low back pain. On (B)(6) 2005 patient underwent CT of lumbar spine with multiplanar reconstructions. Impression: status post anterior and posterior spinal surgery from l4 through s1. There was evidence of solid fusion anteriorly at l5-s1. At l4-l5 there was solid fusion posteriorly, but a residual lucent cleft was present along the anterior-superior margin of the bone plug and in the anterior disc space. There was a 1 cm cystic lesion within the l4 vertebral body which may represent a simple bone cyst. Comparison with preoperative imaging and may be helpful to evaluate for interval change. On (B)(6) 2005 the patient underwent the following surgeries: partial corpectomy l4 and s1 with anterior decompression. Anterior lumbar fusion, l4-5 (18 x 23 mm) and l5-s1 (14 x 23 mm) with two large kits and bmp crushed cancellous allograft and two hydrasorb sheets to treat the following pre-op diagnosis: diskogenic low back pain. Op-notes: ¿..at this point tow large kits and bmp were prepared per protocol and placed on the back table and allowed to cure. We then dilated the space and elected to use tow 14 x 23 lt-cages. The reamer was set at 32 and we placed a bed of deep crushed cancellous allograft followed by two bmp sponges and two cages, countersunk 3 mm. We placed one sponge per cage and two lateral to the left cage as well as additional crushed cancellous allograft. We set the reamer at 32 again and placed a bed of deep crushed cancellous allograft with one sponge in the product, two sponges deep, two sponges to the left lateral side and one sponge to the right lateral side as well as additional crushed cancellous allograft. The procedure was tolerated quite well. The patient was transferred to the recovery room in stable condition. There were no changes in evoked potentials throughout the case..¿ on (B)(6) 2005 patient underwent CT of lumbar spine without contrast. Impression: interval improvement in lucency seen along the anterio r/superior margin of the l4/5 bone plug. Solid bony fusion anteriorly at l5/s1, it was unchanged. There was a 1 cm cystic lesion with in the l4 vertebral body which my represent a simple bony cyst without interval change. On (B)(6) 2005 the patient underwent the following surgeries: posterior fusion l4 to s1, posterior fixation l4 to s1 with rods to treat the following pre-op diagnosis: discogenic low back pain. On (B)(6) 2005 patient discharged from hospital. On (B)(6) 2006 patient presented for a follow-up visit due to pain. On (B)(6) 2006 patient presented for a follow-up visit due to lower back pain. On (B)(6) 2013 patient presented for a follow-up visit due to limb numbness. On (B)(6) 2015 patient underwent mr lumbar spine wo contrast due to disc degenerative, lumbar or lumbosacral. Impression: prior lower lumber surgery with laminectomy and fusion as described, degenerative changes, no significant disc protrusion or spinal stenosis, normal appearing lower spinal cord and nerve roots, some mild posterior bulging of discs. On (B)(6) 2015 patient presented for a follow-up visit. On (B)(6) 2015 patient presented for a follow-up visit due to back pain.

Event description:
It was reported that the patient underwent a spinal fusion procedure at l4 to s1 using rhbmp-2/acs on (B)(6) 2005. Patient's post-operative period was marked by severe pain and weakness in his lower back and lower extremities. A CT scan performed on (B)(6) 2006, demonstrates an "osteolytic lesion" at the level of implant. Patient continues to experience severe and unrelenting pain that radiates into his lower extremities. Following the surgery, patient has difficulty sleeping, and is unable to stand for extended periods of time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.